Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain in the hip that radiated to the ipg site. The pain was regardless of whether stimulation was turned on or off. The patient has also lost weight. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, at which the ipg was relocated. Reportedly, the patient is receiving effective therapy following the procedure.